Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was repositioned on (B)(6) 2025. The recipient device was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. Imaging confirmed the electrode migrated. Reposition surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.